Manufacturer narrative:
The patient had the primary right knee on (B)(6) 2015. Then she had an infection on the left knee and an antibiotic spacer was implanted. On (B)(6) 2015 the patient had the second step of the left knee revision. The surgeon removed the antibiotic spacer and implanted permanent product. On (B)(6) 2017 the patient came in again due to signs of infection of the right knee ((B)(4)) and the left one ((B)(4)). The surgeon swapped the poly on the right knee ((B)(4)) and planned to performed the second step of the right knee revision on (B)(6) 2017. The surgeon planned to remove all medacta products and re-implant new products. Additional information received on 18 january 2017 and includes: the surgery was completed successfully as planned on (B)(6) 2017. Batch reviews performed on 03 february 2017. (B)(4) not available.

Event description:
The patient came in due to signs of infection of the right knee ((B)(4)) and the left one ((B)(4)). The surgeon swapped the poly on the right knee. The surgeon plans to complete the second part of the right knee revision on (B)(6) 2017. The surgeon plans to remove all medacta products and re-implant new products. The surgeon will give the patient oral antibiotics to clear the infection. The infection is confirmed as staphylococcus aureus.

Manufacturer narrative:
Additional information received on 15 june 2017 and includes: the surgeon removed the antibiotic spacer from the right knee and implanted permanent implants on (B)(6) 2017.